Manufacturer narrative:
Mfg site eval: samples received: 36 unopened racepacks. Analysis and results: there are previous complaints of this code batch. There are no units in OEM stock. We have tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/ preventive actions: there is a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: (B)(6). Complaint states: the needle is detached from the thread, not in all units, randomly.